Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer recalibrated with another lot of rubella reagent and calibrators without resolution. The customer diluted the cal a 1:1 with saline solution and the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.